Manufacturer narrative:
Customer returned pump for alleged failed battery test and pump error 53 found on 09-dec-2022. Pump passed displacement test, sleep current measurement, active current measurement, and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed change battery fault on 11/30/2022 at time 18:53:00.000, battery removed on 11/30/2022 at time 19:24:31.000, and failed battery test on 12/11/2022 at time 00:12:33.000 were found in the history files. Verified the pump alarmed pump error 53 on 12/11/2022 at time 00:12:30.000 with file number = 38408 and line number = 28825 in pump downloaded history due to possible hardware anomaly. Pump was cut open to perform visual inspection and found evidence of moisture on the pcba 1 and force sensor. Test p-cap and reservoir locked properly into the reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and serial number label missing. Failed battery alarm was not confirmed during analysis. Pump error 53 was confirmed due to hardware anomaly possibly caused by exposure to moisture on the pcba 1 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error alarm and reported battery failed multiple times. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully and able to complete rewind. Advised the customer to do a self test on the insulin pump and it got passed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.